Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During an interventional procedure, the user reported the system was stuck in bypass fluoro and registration was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as affected components were not returned for investigation. The investigation of the provided log files showed that the imaging system booted in bypass mode because the imaging acquisition system (ias) did not boot properly. The log file showed numerous network drive errors on the ias stating that it could not be mapped. Such errors are pointing to a defective hard drive (hdd) which was replaced. The service engineer (cse) replaced the hdd of the ias. After the replacement, full system functionality was restored. No further corrective action is planned based on the present event.